Event description:
It was reported to depuy acromed that after 2 weeks of implantation, x-rays revealed that the angulation of the implanted caudal screws had changed. The screws were removed and replaced. There were no other adverse consequences to the pt. A dimensional analysis was performed on the cervical plate, bushings, and screws. All parts conformed to specification standards. A complaint history analysis was performed and no other complaints of this kind have been reported for these part numbers. X-rays were requested to check the orientation of the screws, but they were not made available. This event may have been caused by inadequate tightening of the screws to the plate. The surgeon may have used a screwdriver to tighten the screws. This instrument is meant to be used as a placement device as it removes the screw from the caddy and places it into the plate. The recommended instrument for tightening the screws is a torque-limiting device. The use of this instrument will ensure that the screw is adequately tightened to the plate. No further action is required.